Event description:
The medex sales rep states that during an evaluation, the syringe was very difficult to draw back on and air was noted in the contrast line during priming. The clinician did not use the product due to the presence of air.